Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported "intermittent problem." No known impact or consequence to patient.